Manufacturer narrative:
Additional information has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, an addendum to this report will be filed.

Event description:
According to the report, the surgeon noted upon removal of the trocar that the black nozzle was damaged and broken into small splinters. The surgeon was able to retrieve all of the pieces. He noticed that near the distal tip of the nozzle, it appeared to have a point of impact likely due to a violent shock or a crushing.